Manufacturer narrative:
Date of report: 24aug2021. Reporter phone number -(B)(6).

Event description:
It was reported that the ventilator had an error code indicating primary alarm failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the motor controller board and speakers to address the reported issue. The unit passed all testing. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
A motor controller was returned for analysis. Visual inspection observed no anomalies. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Added speaker in the component code (h6).